Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancy: cgm reading at 260 mg/dl and blood glucose meter reading at 46 mg/dl, at which time the patient's mother treated patient with sugar. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for use in pediatric patients.